Event description:
Repair request initiated and escalated to complaint for device with a report that the attachment's foot was cut by tool contact. There was no patient impact reported. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no patient impact. Another device was pulled and used for the case.

Manufacturer narrative:
Comments: report confirmed on evaluation. The footed portion was cut and detached. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no patient impact. Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 52 months without any record of factory service. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."